Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After the removal of 6f/7f mynxgrip vascular closure device (vcd), it was noted that hemostasis was not achieved properly. Hemostasis was achieved by manual compression, greater than 30 minutes. The patient recovered after the event. The device was used after a percutaneous coronary intervention (pci) and used a retrograde approach. The user was mynx certified. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer and the vessel type was arterial. It was also verified that the vessel diameter was greater than or equal to 5 mm in diameter. There was a little vessel tortuosity and there was no presence of pvd/calcium in the vicinity of the puncture site. The stick location was normal. The sealant was deployed to the proper location. Additional patient and procedural details were requested but were not available. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, after the removal of 6f/7f mynxgrip vascular closure device (vcd), it was noted that hemostasis was not achieved properly. Hemostasis was achieved by manual compression, greater than 30 minutes. There was no reported patient injury. The patient recovered after the event. The device was used after a percutaneous coronary intervention (pci) and used a retrograde approach. The user was mynx certified. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer and the vessel type was arterial. It was also verified that the vessel diameter was greater than or equal to 5 mm in diameter. There was a little vessel tortuosity and there was no presence of pvd/calcium in the vicinity of the puncture site. The stick location was normal. The sealant was deployed to the proper location. Additional patient and procedural details were requested but were not available. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle, the syringe was connected to the device with the stopcock open, and the sealant and advancer tube were observed to have been remained in the outer cartridge tubing as received. It was noted that the sealant sleeve was displaced near the green shuttle handle. The condition of the returned device indicates an incomplete removal of the device. The device was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. The procedural sheath was not returned with the device. Per functional analysis, the shuttle cartridge was retracted to the black handle, and the advancer tube was found properly engaged to proximal tamp lock as received. The balloon of the returned device was inflated with water, and pressure was maintained. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was confirmed during the analysis of the returned device. The cause of the reported event may have been attributed to incorrectly following the instructions for use (IFU). According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen¿. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.